Event description:
Pt results are measuring shorter on initial aptt result as compared to subsequent determinations with pathromtin sl reagent. Example 25.2 seconds/29.1 seconds, 29.3 seconds. No adverse pt outcome since pts were in the normal range and aptt results were below the normal range.

Manufacturer narrative:
Other tests performed included chemical tests and electron microscopic analyses of disposystem components.